Event description:
During laparoscopic sleeve gastrectomy with omentoplasty a stapler failed by partially deploying staple load, but not completely deploying. Other stapler was used and patient was not harmed.